Event description:
On 1/29: customer reports that all patient procedures have been completed without adverse events. The room will very infrequently not allow fluoro. Customer will boot up system, all table functions will be operating fine.

Manufacturer narrative:
Field service engineer could not reproduce reported problem while on site. Fse checked the generator operation per sedecal generator service manual 710953 without finding any problems. Fse reseated all generator console cables and connections in the generator to the atp console board. System returned to full service by the customer.